Manufacturer narrative:
This report is submitted on 9 september 2020.

Event description:
Per the clinic, the patient experienced an infection at implant site, subsequently the patient underwent revision surgery to treat infection and clean site in 1995 (specific date not reported).